Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution kit for faradrive was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, when the physician was about to advance the versacross dilator and faradrive sheath over the wire, he noticed that the tip of the versacross dilator was damaged, thus discontinued using it. The damage was noted before they attempted to backload the wire into the dilator tip. No re-shaping of the dilator was performed. A new versacross access for faradrive kit was then opened to replace its dilator, and the procedure was completed successfully. No patient complications were reported. Product is expected to return for analysis. No other issues were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the dilator has visually inspected, and it failed, since the tip of the dilator was damaged. The dilator flushed properly before and after decontamination. There was some curvature observed along the device due to the return packaging. Later, it was confirmed on the vhx testing that the dilator tip was damaged. Therefore, the reported allegation was confirmed.

Event description:
It was reported that a versacross connect access solution kit for faradrive was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, when the physician was about to advance the versacross dilator and faradrive sheath over the wire, he noticed that the tip of the versacross dilator was damaged, thus discontinued using it. The damage was noted before they attempted to backload the wire into the dilator tip. No re-shaping of the dilator was performed. A new versacross access for faradrive kit was then opened to replace its dilator, and the procedure was completed successfully. No patient complications were reported. Product is expected to return for analysis. No other issues were reported.